Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false non-reactive alinity hiv ag/ab combo results for a donor sample, donor ID (B)(6). The donor was a 32 year old male that initially tested non-reactive for hiv. Two and ½ weeks later he was admitted into the emergency room with symptoms of dehydration and diarrhea. A rapid hiv test(eclia) was ran and the result was positive. The sample was sent to the blood bank and the result was reactive. The following data was provided: initial result (result #1) = 0.046 s/co processed on (B)(6) 2024. Repeat result of initial stored sample = 0.054 s/co processed on (B)(6) 2024. Result #2 (drawn on (B)(6) 2024) 102.635 s/co. Result #3 (drawn on (B)(6) 2024) 68.652 s/co. Result #3 (drawn on (B)(6) 2024) 71.051 s/co. Due to the discrepancy with the previous result, the customer retested the sample from (B)(6) 2024 and the sample repeated nonreactive, 0.054 s/co. The customer stated that the donation was released. The unit was transfused to a 34-year-old male patient with liver cirrhosis. There was no infectious disease transmission information provided regarding the recipient of the blood product. No further impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA to the alinity I hiv combo reagent, list 08p07-22, abbott gmbh, wiesbaden, germany. MDR number 3002809144-2024-00282-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed false non-reactive alinity hiv ag/ab combo results for a donor sample, donor ID (B)(6). The donor was a 32 year old male that initially tested non-reactive for hiv. Two and ½ weeks later he was admitted into the emergency room with symptoms of dehydration and diarrhea. A rapid hiv test (eclia) was ran and the result was positive. The sample was sent to the blood bank and the result was reactive. The following data was provided: initial result (result #1) = 0.046 s/co processed on (B)(6) 2024. Repeat result of initial stored sample = 0.054 s/co processed on (B)(6) 2024. Result #2 (drawn on (B)(6) 2024) 102.635 s/co. Result #3 (drawn on (B)(6) 2024) 68.652 s/co. Result #3 (drawn on (B)(6) 2024) 71.051 s/co. Due to the discrepancy with the previous result, the customer retested the sample from (B)(6) 2024 and the sample repeated nonreactive, 0.054 s/co. The customer stated that the donation was released. The unit was transfused to a 34-year-old male patient with liver cirrhosis. There was no infectious disease transmission information provided regarding the recipient of the blood product. No further impact to patient management was reported.